Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was over 400 mg/dl. Customer was hospitalized on (B)(6) 2020. Customer stated they were experiencing issues with insulin pump. Customer treated high blood glucose with manual injection. Insulin pump system was used within 48 hours of reported high blood glucose. Customer stated they used automode feature and automatically adjusted insulin delivery at the time of high blood glucose. The customer current blood glucose reading was 123mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device also passed tone check and vibrate check on self test. Device uploaded properly using carelink. Device was monitored for 2 days. No unexpected vibrate anomaly or pump error 63 noted. No pump error 63 noted in device trace download history. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).